Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's device was not working and, per the caller, the patient thought the device may have "moved". The caller denied the patient having any recent trauma/falls. They had tried changing programs and increasing stimulation up to 4 volts, but that had not resolved it. The patient would pee the bed and could not hold it and was wearing diapers. The caller inquired if the device could have stopped working or "malfunctioned". They noted the patient had heart failure and had a port taken out and was put under. The patient also had a "brain scan" and they were not sure if either of these would have anything to do with the patient's device not working. The patient's healthcare provider had advised the caller to call the manufacturer to discuss this first. The role of the manufacturer help line was discussed and they were redirected to the patient's healthcare provider to check the implant and discuss symptoms. The process to coordinate having a manufacturer representative at the healthcare provider appointment was reviewed and they were provided with the national answering service (nas) phone number for the healthcare provider to request a representative if needed. The caller provided the event date as after the brain scan and stated they thought this was in (B)(6). They confirmed the year was 2021. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.